Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralex (device #2) used to treat the patient. The patient's attorney did allege injuries; however, no details have been provided. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex (device #2). An additional emdr was submitted to represent the bard/davol ventralex (device #1). Not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of a bard/davol ventralex (device #1) (B)(6) 2004 and a bard/davol ventralex (device#2) on (B)(6) 2015. It is also alleged by patient's attorney that on (B)(6) 2018, the surgeon repaired a subsequent hernia and discovered the mesh products bunched up and removed a small mesh remnant from the (B)(6) 2004 implant. The mesh products were infected and removed. The mesh products were infected and removed. As reported, the patient is making a claim for an adverse patient outcome against the two (2) ventralex. (Device #1 and device #2) as reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."